Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the central monitor does not alarm when changing the bed monitor. The volume is too low. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
Updated device code.

Event description:
The customer reported that the central monitor does not alarm when changing the bed monitor. The volume is too low. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.